Event description:
The patient tested blood glucose on suspect device at 5 a.m. And it was 265 mg/dl. Took insulin and retested on suspect device at 6:30 a.m. And it was 220 mg/dl. He was feeling symptoms of low blood glucose and went to the hosp. At 7:30 a.m., the hosp tested on their device and it was 38 mg/dl, at the same time a sample was taken for the customer's suspect device and it read 190 mg/dl. The customer was given an IV and possibly some glucose, he is not sure of treatment.